Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.